Manufacturer narrative:
General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 13.7 mg/dl. The repeat result was 81.2 mg/dl and was believed to be correct.

Manufacturer narrative:
The reagent lot number was 860069 with an expiration date of 31-may- 2026. The field service engineer performed adjustments to the sample probe. The investigation is ongoing.